Event description:
Six months after implantation of a cypher stent, in a female pt, in an unk vessel, the pt present with in-stent restenosis. Two cypher stents were implanted to treat the in-stent stenosis.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.